Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer in the unicel dxc 600i synchron access clinical system was leaking. Bec field service engineer (fse) replaced the waste valve and wash valve (v3 & v4). The fse also removed a small amount of debris from waste line back behind reaction carousel. The fse primed the cap piercer several times and all waste evacuation occurs normally. To date, customer has not contacted bec regarding any further leak from the cap piercer.

Manufacturer narrative:
(B)(4).